Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump shut off. The customer connected the pump to a power source and the pump was able to be turned on. The customer's blood glucose (bg) level was impacted (269 mg/dl). A manual injection was administered to correct elevated bg level. Review of the pump data by tandem technical support determined that the battery had depleted quickly and the pump subsequently shut off due to insufficient power. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.